Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt stopped feeling stimulation on (B)(6) 2011. The pt reported that she turned the scs system off to have an emg performed and was unable to turn the system back on having tried a magnet and pt programmer following the test. The pt was issued a replacement pt programmer; however, she has recently moved and has yet to obtain a physician in her area to transfer her programmed parameters and asses the situation. There is no further info available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.